Event description:
A zoll pt service rep (psr) called zoll customer support while fitting a (B)(6) male pt to report that the pt's battery charger/modem wouldn't power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.